Event description:
The recipient had no hearing benefit with the device and had not developed language skills since implantation. No trauma was explicitly reported. No swelling or redness over the implant site was noted. Per the device explantation report, the device was found dislocated at explantation and was rotated 90 degrees from it_s initial position. The recipient was successfully re-implanted with a +form24 electrode on (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Furthermore the device was found rotated 90 degrees from its initial position at explantation surgery. Other damages found during investigation are most likely related to the explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient has no hearing benefit with the device. No trauma is explicitly reported. No swelling or redness over the implant site. No information in regards to possible further steps has been received, despite requests.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no hearing benefit with the device. Per complaint report, a trauma is reported. Reimplantation is considered.